Event description:
It was reported that during a follow up in clinic, loss of capture and r-wave amplitude variation were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement of the rv lead was observed. A revision procedure was performed, however, the helix of the rv lead was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.